Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received assistance from paramedics. Customer reported of having a severe insulin reaction and woke up to paramedics administering glucose via IV. Customer does not recall blood glucose levels. Customer reported that belt clip was broken.